Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. A getinge field service engineer (fse) inspected and it was found that the machine failed to automatically inflate and a problem was detected with the drive valve group, which needed to be replaced. Fse further inspected and found that it was the problem of the safety disk. Fse replaced safety disk. The unit passed all functional and safety tests to factory specifications. Unit was cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an autofill failure alarm. The unit was replaced with another. There was no patient harm reported.